Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was returned for evaluation. However, the stent was completely deployed and not returned. It is not known when the stent got completely deployed, and the disposition of the stent is unknown. The radiopaque marker of the delivery system was intact. No defect of the delivery system was found. Based on available information, the returned sample analysis and as no photos showing alleged failure during the procedure, the investigation is closed with inconclusive results for positioning problem. A definite root cause for the alleged issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Regards general warnings, the instructions for use states: "visually inspect the lifestar vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding radiopaque markers and fluoroscopic visualization, the instructions for use states, "each end of the stent has four highly visible radiopaque tantalum markers to indicate the location of the distal and proximal end of the stent and to facilitate accurate stent placement". Regarding introduction of the system, the instructions for use states "under fluoroscopic visualization, advance the stent delivery system across the stricture using the radiopaque markers to center the stent across the lesion". The intended placement of the stent in the celiac trunk represents an off label use of the device. Based on the instructions for use supplied with this product the lifestar¿ vascular stent system is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via the right femoral artery, the stent mark was allegedly found to be not developed and the position could not be marked. It was further reported that the stent was allegedly could not be accurately positioned and the stent was withdrawn immediately. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in right femoral artery, the stent mark was allegedly found to be not developed and the position could not be marked. It was further reported that the stent was allegedly could not be accurately positioned and and the stent was withdrawn immediately. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was returned for evaluation. However, the stent was completely deployed and not returned. It is not known when the stent got completely deployed, and the disposition of the stent is unknown. The radiopaque marker of the delivery system was intact. No defect of the delivery system was found. It was reported that the stent was intended to be placed in the celiac trunk, which represents an off label use of the device. The delivery system was returned for evaluation without the stent, the disposition of the stent is unknown; therefore, the integrity of the stent radiopaque markers alleged to be missing could not be verified. Based on available information and the evaluation of the returned sample analysis and as no photos showing alleged failure during the procedure, the investigation is closed with inconclusive results for positioning problem. A definite root cause for the alleged issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Regards general warnings, the instructions for use states: "visually inspect the lifestar vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding radiopaque markers and fluoroscopic visualization, the instructions for use states, "each end of the stent has four highly visible radiopaque tantalum markers to indicate the location of the distal and proximal end of the stent and to facilitate accurate stent placement". Regarding introduction of the system, the instructions for use states "under fluoroscopic visualization, advance the stent delivery system across the stricture using the radiopaque markers to center the stent across the lesion". The intended placement of the stent in the celiac trunk represents an off label use of the device. Based on the instructions for use supplied with this product the lifestar vascular stent system is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via the right femoral artery, the stent mark was allegedly found to be not developed and the position could not be marked. It was further reported that the stent was allegedly could not be accurately positioned and the stent was withdrawn immediately. The procedure was completed using another device. There was no reported patient injury.